Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed. Subs equently, the patient went into ventricular tachycardia, and the valve dislodged from the original implant position. The dislodged valve occluded the left main artery, and an st-elevation was noted. The valve was pulled above the sinotubular junction so that the left main artery was no longer occluded and a second valve was implanted in the patient. The dislodge resulted in a 20-minute procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four static images and six media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 65.7mm with a perimeter derived diameter of 20.9mm suggesting a 26mm valve. The aortic valve did not appear to be significantly calcified. A depth assessment in the cusp overlap view was performed and appeared to be approximately 3mm on the non-coronary cusp (ncc). Depth on the left coronary cusp (lcc) was not provided so it is not possible to validate adequate depth prior to valve release. A depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll left anterior oblique (lao) no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth assessment on the lcc was not confirmed, so depth on the lcc is unknown. The valve was released and dislodged above the aortic annulus and poor coronary perfusion was observed. It was reported that a new onset of ventricular tachycardia caused the valve to dislodge. Subsequently, the valve was snared into the ascending aorta and a second valve was implanted. Of note, as stated in the IFU, potential risks associated with the implantation of the valve bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a post implant dilation was not performed. Diagnostic catheterization was performed. The patient was confirmed to be alive and well. No additional adverse patient effects were reported.